Event description:
Event description guidant received information that this fineline lead exhibited impedance > 2500 ohms. An x-ray confirmed the lead was was broken under the clavicle. The lead was removed and the conductor appeared to be broken. A new lead was implanted.